Event description:
Customer reported that his insulin pump was malfunctioning. Customer stated that he had high blood glucose because her insulin pump did not deliver the correct amount of insulin. Customer stated that the time on his insulin pump was incorrect it had am instead of pm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.